Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motor error twice in the same week. The customer¿s blood glucose level was unknown at the time of incident. Customer was not able to complete rewind the insulin pump. Customer stated that the insulin pump was not dropped and was not exposed to any magnetic field. Customer stated that the drive support cap was intact. The customer was advised to stop the use of insulin pump and to refer the back up plan. The insulin pump will be returned for analysis.